Manufacturer narrative:
The operator manual for multix top system (B)(4) contains chapter on general safety and informs about risk of collision and possible crushing zones. If the customer follows the procedure, a death or serious injury is unlikely. (B)(6).

Event description:
It was reported that during a study on multix top patient's fingertip got injured and required further surgical treatment. Additionally, it was reported that the event was caused by the user accidently pressing on the system footswitch. The described event occurred in (B)(6).